Manufacturer narrative:
Many good faith efforts were made to obtain additional information from the customer but there was no response.

Event description:
The customer reported the ventilator powered on by itself. There was no patient involvement. The customer spoke with a remote service engineer (rse)and said they attempted to replace the power management board and power switch overlay. The rse advised the customer to replace the user interface (ui) board and referenced the service manual for instructions.